Event description:
This lead was explanted and replaced during an upgrade because of the position of the lead. There was high dfts and there was a non-conversion of vt from a shock during an episode. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found capped 52cm proximal to the lead tip. Only the distal fragment was received for analysis. The proximal fragment including the yoke and connector pins was not returned. The analysis revealed cuts into the insulation (44cm and 31cm proximal to the lead tip), which most likely resulted from the extraction procedure. However, a thorough analysis of the returned lead fragment did not show any deviations which might have led to the reported complaint description. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.